Manufacturer narrative:
Complete initial reporter name: (B)(6). Additional reporters name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated an autofill failure alarm and a fiber optic sensor failure alarm. The customer noted that the autofill failure alarm had gone off multiple times since receiving the patient several hours prior. The getinge representative had the customer perform a fill which resolved the alarm. It was verified that the patient had been laying very flat and still, they had not rolled him, he had not sat up, and there were no visible external kinks in the tubing. They also confirmed that all connections, safety disk, drain and fill ports were all secure and that there was no blood in the helium tubing. The likely reasons for this alarm were explained and it was suggested that they discuss it with the providers and get another chest x-ray as there could be an internal kink. The customer was successfully assisted in switching over to the fluid filled lumen. They later called back reporting several more autofill failure alarms and stated that the iabp would not restart and had been in standby for eight minutes. The getinge representative had them attempt a fill two more times which allow therapy to resume. The iabp monitor showed a slight flattening of the waveform peaks and an unreliable arterial line waveform. It was suggested to call the cardiology team immediately to discuss the consistent autofill failure alarms as the iab could fail permanently and would need to be removed/ replaced within 30 minutes to avoid thrombus formation. It was later reported that the physician had decided to remove the iab as the patient was doing well and would likely not need a new iab inserted. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields: type of investigation-device discarded 4115, device available for eval? Changed from yes to no the device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).